Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing and confirmed product is performing as expected. Visual inspection of retain vials did not confirm customer's observation. The product is clear and essentially free of particulates. Batch record review indicates there were no non-conformances associated with this lot of product.